Event description:
Following the initial implant procedure, increased capture threshold resulting in loss of capture and decreased impedance were observed on the right ventricular (rv) lead. An x-ray imaging was performed and confirmed a dislodgment of the rv lead due to twiddlers. The rv lead was repositioned to resolve this event. The patient was stable.